Event description:
The customer indicated that the probe on the ortho provue analyzer was not dispensing the correct amount of fluid into the mts gel cards. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the connector to the waste bottle was not connected properly, resulting in fluid leaking. The fluid entered into the pressure transducer, resulting in the component damage. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.